Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device was given functional testing: this showed the device had fluid contamination inside the enclosure. The fluid tank was replaced to address this issue.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 while infusing, blood intrusion and it got inside unit. No patient adverse events reported.